Manufacturer narrative:
Model number/catalog number: 72404155 serial number: n/a. Batch/lot number: 1100254416 model/catalog description: reservoir 65 ml pc/iz unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of infection and pain was found to be listed in the IFU. Based on the information available, the conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device and non-boston scientific reservoir experienced pain and an infection in the abdominal region. The bsc ipp device was working well; however, it was suspected that the non-bsc ipp reservoir may have contributed to the infection and pain as these clinical signs originating at the abdominal area. A surgical procedure was performed a few days later during which the entire bsc ipp device and non-bsc ipp reservoir were explanted and replaced with a tactra device. The physician treated the infection by prescribing antibiotics. There were no further patient complications reported.